Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the surgeon performed an adenoidectomy and tonsillectomy on the patient. In the post-anesthesia care unit, the patient coughed up blood. The surgeon decided to take her back to the operating room to assess and address any bleeding. The patient was put back under anesthesia. Could not identify any active bleeding once asleep and examined. He resealed the left tonsil bed where there was some oozing. Because the oozing may have been from the adenoids or tonsil bed, the physician sealed muscle tissue on the left side. Patient is currently fine and there were no further complications.